Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user applied blood to strip before inserting strip into meter or test strips outside the vial too long. Manufacturer continued contacting customer with follow up phone calls for knowing customer's condition;during call back on (B)(6) 2016, customer stated that his condition had improved since the initial contact. Customer stated that he did not currently have any diabetic symptoms. Customer stated that he had gone to the hospital on (B)(6) 2016. Customer stated that the diagnosis from the hospital was low blood result, customer did not specify how low. Customer stated when he got to the hospital he was given glucose to bring his sugar up. Customer stated it went up in the 500's and then went down in the 400's. Customer stated there were no new medications. Customer stated his blood glucose result while at the hospital was low, did not specify. Customer stated after glucose it went to 500's. Customer stated he left the hospital on (B)(6) 2016 when his blood result went down to the 400's. Customer stated he did take a blood test with the meter and said his result is in the 200's and he is doing better.

Event description:
Consumer reported complaint for e-3 error message. During the call on (B)(6) 2016, the customer reported feeling disorientated, sweaty and having a headache. Customer did not let troubleshooting, customer was very upset and disconnected the call. Several call backs were attempted and went straight to voicemail. Call back made on (B)(6) 2016, was unable to make contact with customer. During call back on (B)(6) 2016, customer stated that the condition had worsened from the time of initial contact. Customer stated that customer did not currently have any diabetic symptoms. Customer stated that on (B)(6) 2016 had to call the ambulance and had to go to the ER as the blood sugar dropped to 11 mg/dl. Customer stated his health is not good and that he did not want to discuss it or answer any further questions. Customer stated his health is poor and is on dialysis.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user applied blood to strip before inserting strip into meter. Manufacturer continued contacting customer with follow up phone calls for knowing customer's condition; during call back on (B)(6) 2016, customer stated that his condition had improved since the initial contact. Customer stated that he did not currently have any diabetic symptoms. Customer stated that he had gone to the hospital on (B)(6) 2016. Customer stated that the diagnosis from the hospital was low blood result, customer did not specify how low. Customer stated when he got to the hospital he was given glucose to bring his sugar up. Customer stated it went up in the 500's and then went down in the 400's. Customer stated there were no new medications. Customer stated his blood glucose result while at the hospital was low, did not specify. Customer stated after glucose it went to 500's. Customer stated he left the hospital on (B)(6) 2016 when his blood result went down to the 400's. Customer stated he did take a blood test with the meter and said his result is in the 200's and he is doing better.

Event description:
Consumer reported complaint for e-3 error message. During the call on (B)(6) 2016, the customer reported feeling disorientated, sweaty and having a headache. Customer did not let troubleshooting, customer was very upset and disconnected the call. Several call backs were attempted and went straight to voicemail. Call back made on (B)(6) 2016, was unable to make contact with customer. During call back on (B)(6) 2016, customer stated that the condition had worsened from the time of initial contact. Customer stated that customer did not currently have any diabetic symptoms. Customer stated that on (B)(6) 2016 had to call the ambulance and had to go to the ER as the blood sugar dropped to 11 mg/dl. Customer stated his health is not good and that he did not want to discuss it or answer any further questions. Customer stated his health is poor and is on dialysis.